Event description:
During a remote follow-up, a loss of capture, high pacing impedance, r wave amplitude variation, oversensing, and inappropriate high-voltage (hv) therapy were all observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was successfully repositioned to resolve the event. The patient was stable.